Event description:
A customer reported, the flaps for both eyes were prepared, then the pt was moved to the laser for refractive surgery. When the surgeon lifted the flap on the first eye, the operator pressed the ready key and the window froze. The system has to be turned off, then on again. The pt's surgery was attempted again, the window froze again and the system displayed an error message. The pt was moved to another laser platform for completion of the surgery. No pt harm/injury was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).